Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the cx. Approximately 23 months post index procedure the patient experienced symptoms of dizziness and palsy. This was diagnosed as the after effects of a left thalamic haemorrhage. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
The outcome of the previously reported thalamic haemorrhage event which occurred approximately 23 months post index procedure is disorder. It was reported that the patient suffered a ischemic cerebral stroke on an unknown date. No treatment was carried out. Patient outcome is unrecovered. Investigator assessed the event as not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).